Manufacturer narrative:
The device involved in the event was returned. The returned device was examined and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the lot number listed below that had the possibility to be the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of manufacturing processes of the IV catheter with the lot number listed below, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that a patient himself/herself has pulled the device with a force greater than acceptable level. In result, catheter could not endure the tensile strength, then it was broken. Lot #: 19h06c6.

Event description:
On (B)(6) 2019, at a hospital in (B)(6) it was reported that supercath5 safety i.v. Catheter was fractured when it was pulled out of a patient's body during a procedure. The fractured portion was surgically removed from the patient's body there was no reported patient injury as a result of this event.